Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Tracking no: (B)(4). Gynecare gynemesh ps: implant date (B)(6) 2009. (B)(4).

Event description:
Mesh revision (pelvicol) surgery: on (B)(6) 2013 ¿ underwent drainage of abscess, partial removal of foreign body in the deep pelvic, transvaginally for foreign body (content missed) vagina under general anesthesia. Per pfs, outcome attributed to the device are ¿pain, erosion, urinary problems, bowel problems, neuromuscular problems and vaginal scarring¿ (medical records are not available to substantiate the same). Following the mesh revision surgery,patient developed complications such as retained vaginal mesh with chronic fistula tract on (B)(6) 2014 and underwent additional surgery. Additional mesh revision (pelvicol) surgery: on (B)(6) 2014 ¿ underwent open exploration of the pelvis with removal of mesh for retained vaginal mesh with chronic fistula tract under general anesthesia.